Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A pusher wire, coil and introducer sheath were returned for this complaint. One section of the main coil was returned outside the introducer sheath. The coil and pusher wire arms were not interlocked within introducer sheath. The twist lock of the introducer sheath had been opened. The introducer sheath was inspected and no anomalies were noted. The pusher wire was inspected and was found kinked. The coil was returned kinked and stretched near the interlocking arm, more stretched sections were observed along the main coil. No more damages were found in the device. It was necessary to cut the sheath in order to release the main coil because was not possible to continue advancing it due to the main coil was stuck. The proximal end has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The zap tip has a smooth surface. The coil was returned kinked and stretched near the interlocking arm. The interlocking arm was inspected and no anomalies were noted. Dimensional inspection of the pusher wire and main coil revealed the components were not within specification due to missing fiber bundles.

Event description:
Reportable based on device analysis completed on 30jan2020. It was reported that coil early detachment occurred. A 8mm x 20cm interlock coil was selected for use. During the procedure, the physician found out that the coil detached early and was lost. Furthermore, the physician confirmed the device was not inside the patient. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that there were missing fiber bundles.